Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient complained of tiredness for several days, and had a hemoglobin was 6.6 g/dl on (B)(6) 2015. The inr was supratherapeutic at 3.1. The patient was admitted and experienced dark stools. Esophagogastroduodenoscopy (egd) was performed, and no upper gastrointestinal (gi) bleeding was observed. The patient was transfused with 4 units of packed red blood cells. The physician recommended keeping the inr less than 2.5. Aspirin was discontinued, and it was reported that the hemoglobin and hematocrit had improved to 9.9 g/dl and 27%, respectively, on (B)(6) 2017. Platelet counts were over 140,000/ml, the inr was 1.8 on discharge, and the lactate dehydrogenase was 526 u/l. The lab results were reported as ¿normal.¿ no additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.